Manufacturer narrative:
The manufacturer did nor receive the devices for investigation. The surgical reports and an x-ray were provided for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a znn nail on the right side on (B)(6) 2016. Patient experienced pain and was hospitalized on (B)(6) 2016 due to implant fracture. Device was removed on (B)(6) 2016.

Manufacturer narrative:
Device history records (DHR) review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same catalogue number. Event summary: it was reported that the patient underwent a revision surgery due to the broken nail on the right side on (B)(6) 2016 after 5 months in vivo time. Review of received data. X-ray dated (B)(6) 2016 shows clearly the broken nail through the lag screw hole. Surgical report dated (B)(6) 2016: diagnostic: right hip, displaced trochanter fracture. Operation: trochanter fracture fixation by using zimmer nail. No abnormalities observed. Revision surgery report dated (B)(6) 2016: diagnosis: breakage of the nail. Operation: removal of the nail and implantation of thr manufactured by serf. It was impossible to luxate the hip in posterior approach because of external rotation shortening. So that femoral head had to be cut after removal of the lag screw without difficulties. Then 2 broken nail pieces were removed. Rest of the text describes the implantation of the thr. Doctor¿s email: patient had pain since (B)(6) and was unable to support her right leg. A scan showed that the bone had ongoing. Consolidation and the implant was well positioned. During the emergency visit of the patient to the hospital it was seen implant got broken before the consolidation of the bone completed. Devices analysis visual examination: the broken nail, lag screw, set screw, and 1 cortical screw were returned for the investigation. The visual examination showed that the nail was broken through the lag screw hole. The surface of the lag screw hole shows also some deformations at the contact points with the lag screw where the forces are transmitted. The proximal fracture surface is characterized by beach lines which indicate a fatigue fracture of the nail started laterally. The visual examination of the distal fracture side shows some polished areas and damages, which are most likely secondary damages i.e during the extraction or metal contact after the nail got broken. On both fracture surfaces no material defects that could have triggered the fracture could be detected. The lag screw shows some polished areas and damages in the middle part around the grooves. The tip of the set screw looks polished slightly. The head and thread of the cortical screw are also slightly deformed. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. Not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to lack of adequate fatigue strength. Not possible - a systematic issue with design and/or material. Properties would have been detected as part of a trend review. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible - a systematic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible, no signs of corrosion found during the investigation. Breakage of implant due to the implant therapy is performed not as indicated - possible, no information regarding that was available, therefore cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture; possible, as no x-rays right after the implantation surgery returned this cannot be excluded. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle - possible, no intra-operative pictures available, therefore cannot be excluded. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail - possible, no intra-operative pictures available, therefore cannot be excluded. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction - possible, as no x-rays right after the implantation surgery returned this cannot be excluded. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail- possible, no such information was available, therefore cannot be excluded. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments. Not possible - no signs for misinterpretation or not consideration of facilitating color-code was observed. Breakage of implant due to users overtightened the lag screw in the bone - possible, it is possible that the lag screw was overtightened. Breakage of implant due to users position the lag screw that sliding is not possible. Not possible - the visual examination showed that the connection with set screw and lag screw was according to the surgical technique. - breakage of implant due to users over tighten the set screw so that sliding is not possible not possible - the visual examination showed that the connection with set screw and lag screw was according to the surgical technique. Breakage of implant due to wrong guide/nail combination chosen (targeting guide &long nail) leading to incorrect targeting and screw insertion - possible, no such information was available, therefore cannot be excluded. Breakage of implant due to improper use/connection of instruments leading to damage of the nail - possible, no instruments returned for evaluation, therefore cannot be excluded. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction - possible, in the received surgical reports no such information is available, therefore cannot be excluded. Breakage of implant due to patient do not follow the post-operative protocol - possible, in the received surgical reports no such information is available, therefore cannot be excluded. Breakage of implant due to explanted implant is used for new implantation surgery - possible, patient stickers were not returned. It is unknown if the explant was used before or not. Conclusion summary: the products were received for investigation. The review of the DHR indicates that the devices met all requirements to perform as intended. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed. A wrong patient behaviour can also be the cause for the breakage. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).